Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a cholecystectomy procedure, there were malformed clips-scissored. The clips didn't close properly and were ejected from the clip applier; two clips fell into the patient but were recovered. Another like device was used to complete the procedure. There were no adverse consequences for the patient.